Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B) (4)has been completed. The reported problem (gel release) has been confirmed. Upon evaluation, it was found that the gel fire line was open. The cause of the open gel fire line was due to a blue wire broken off the therapy electrode in the distribution node. The root cause of the broken wire cannot be positively identified, but was likely caused by an assembly error. No adverse event resulted from the broken wire. The pt received a replacement electrode belt.

Event description:
The pt service rep (psr) assisting a (B) (6) male pt contacted zoll lifecor customer support to report that the pt's belt had released gel. The pt's electrode belt was replaced.